Event description:
Per the clinic, the patient underwent a scar revision procedure on an unknown date. No abutment change occurred.

Manufacturer narrative:
Correction: the correct catalog # is 92135; not 90432 as previously reported. (B)(4). Implanted device remains.

Manufacturer narrative:
Implanted device remains.